Event description:
It was reported that the health care professional (hcp) requested assistance during routine follow-up for this implantable pacemaker as during the right atrial automatic threshold (raat) test, the algorithm showed oversensing in the ventricular channel due to pacing from the atrium. The device was programmed to fix at 3.0 milli volts. Provocative maneuvers were performed and no noise was observed. The patient is not pacemaker dependent and al other measurements were within range. The hcp would perform x-ray and the patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.